Manufacturer narrative:
The device was not returned to the MFR for eval. This pt interface was associated with a nim mainframe, and as these devices cannot operate independently of each other, they are being reported as a system. The pt interface serves as a junction for electrodes and cables between the pt and the mainframe, which presents the possibility for connection issues, some that have the potential to go undetected. The mainframe on the other hand has built in audio and visual warnings to alert the user of a system failure; therefore, this reported event was most likely caused by the pt interface. When info suggests that the nim equipment had the potential to not stimulate to affect electromyography (emg), or to detect emg, it is assumed that the failure was device-related and may have gone undetected. In this case, there is no info to suggest an event could not be interpreted falsely - the report is inconclusive as to the cause of field observation. Therefore, without info to reasonably suggest serious injury, or that medical intervention was required to preclude serious injury, we are filing this report as a product problem. This product was being used for treatment, not diagnosis. The nim system is intended for locating and identifying cranial and peripheral motor and mixed motor-sensory nerves during surgery, including spinal cord and spinal nerve roots. If the system falls to perform as intended, (effect or detect electromyographic (emg) activity) it presents the potential for temporary or permanent damage to the nerve that is present. There are many non-device related issues that can cause the nim to indicate no stimulation occurred or no electrical response was received/detected form the muscle; use of paralytic anesthesia agents; tissues were too dry, the nerve was fatigued by overstimulation. In addition, safe stimulus levels are dependent upon various conditions including but not limited to; type of excitable tissue. Charge per pulse, charge per unit area, waveform morphology, repetition rate and stimulator effective surface area. When such situations occur, the surgeon can also falsely misinterpret that a nerve is not present. The nim system has built in alarms and warnings to alert users of a system failure. At this time we are unable to confirm whether the customer was aware of such alerts. This reported event has not reference to an alarm or warning, therefore, it must be assumed that an alarm or warning went undetected or did not occur.

Event description:
The MFR has changed/improve the criteria for making MDR decision. Upon a retrospective review, the following event is now believed to be reportable. A customer commenting on a nim-neuro 2.0 pt interface as part of a nim system stated that during a total thyroidectomy, "the nim unit made a buzzing sound and after that, the unit would not (stimulate)." After troubleshooting and changing probes, the device still did not stimulate. "The pt's vocal cords were non-responsive after the surgery indicating paralysis. The doctor stated that it did not appear that any nerves had been severed. The doctor stated the long term prognosis may not be known for up to 6 months." The device was not returned for eval and no further info is available surrounding the event. This reported event suggests a situation where a false negative was suspected or observed and system safe-guards (warnings/alarms) may not have identified the issue. Out of an abundance of caution, a serious injury is also being reported.